Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reach end of life. It is unknown if this occurred prematurely. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient underwent a surgical procedure on 04jan2023 during which the ipg was explanted and replaced to address the issue.